Event description:
It was reported that the vacuum stopped after 100cc - 150cc of blood was collected. None of this blood was able to be re-infused. The surgeon attached a back up device, but the pt rec'd a blood transfusion from a blood bank.

Manufacturer narrative:
The date of this event was (B)(6) 2010. The expiration date of the device was 8/14/2009. The device was used past it's expiration date.